Manufacturer narrative:
Two samples model mz9226, lot unknown and 24059449 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and a leak was observed coming from the connection between the outlet filter port and the tubing. The customer complaint was verified and a quality notification was sent to the manufacturer. Lot 24059449 will be investigated under (B)(4). Actions have been initiated to investigation this issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Manufacturer narrative:
(B)(6). If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that report of leaking tubing. Upon arrival, puddle of fluid observed on floor underneath where patient's IV lines were hanging. Upon inspection, leak observed at junction of filter and tubing on tubing where infant was infusing.